Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since (B)(6) 2020, the patient's ins settings had changed on their own twice. When the patient adjusted their settings they would see the setting at 0.0 ma, but they would still feel stimulation. Then, the stimulation would jump to 9.0 ma. The rep confirmed that adaptive stim (as) was activated. It was reviewed that the as settings may not be programmed completely, so settings should be checked. It was also reviewed to have the patient keep a log of the details of when this occurs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that adaptive stimulation was reconfigured. The issue was resolved. No further complications were reported.